Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 533 mg/dl. Customer advised they treated themselves with an injection and when they took off the infusion set they realized that the cannula was bent. Customer declined to troubleshoot for their high blood glucose levels and bent cannula.